Manufacturer narrative:
Block e1: initial reporter email: (B)(6). Block h6: medical device problem code a15 captures the reportable issue of clip difficult to release from the catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed, and it was noted that the catheter was kinked near the bushing. Dimensional analysis was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and it was observed that both sides a and b were within specification. The bushing tabs were measured and it was noted according to its specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. Block h11 (correction): g4 (premarket / 510(k) #).

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, it was impossible to remove from the deployment catheter. It remained hooked to the catheter. Eventually, the clip released from the catheter after two to three minutes of unhooking the device. The procedure was considered completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue; however, it was impossible to remove from the deployment catheter. It remained hooked to the catheter. Eventually, the clip released from the catheter after two to three minutes of unhooking the device. The procedure was considered completed at this time. There were no patient complications reported as a result of this event.